Event description:
It was reported that the device was used on a patient when the device suddenly shutdown. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The device was inspected on-site by the local dräger service organization. The power supply, the log file and photos were made available for further investigation. Based on the log file the reported shut down of the device could be confirmed. The log file entries show that the device was operation on internal battery. The device alarmed the decreasing battery charge prior to shut down of the device. The investigation revealed a faulty power supply unit (psu). Two internal capacitors were defect / blown. Therefore, the internal charge management, charge status detection and displaying was disturbed inside the psu. Further the investigation revealed that maintenance of the device was not done in accordance with the recommendations of the manufacturer. The internal batteries had not been replaced after 2 years like stated in instruction for use (IFU) but were in use for over 3 years. Based on the log file entries the battery was worn out since the automatically battery test was aborted. Additionally, it was found that the filter mats at the cooling air inlets were full of dust and required replacement. A great dust accumulation in the filters inhibit a clean and defined air flow for cooling of the power supply unit. This results in a greater heat generation inside the device. Based on the investigation results it could be confirmed that the shutdown of the device was caused by a faulty power supply and an overaged internal battery. However, it was concluded that insufficient maintenance of the device caused or at least contributed to the event. The IFU describes handling and maintenance of the device components and must be followed. The user is advised by the IFU to perform a battery test during the daily pre-use check. This test is able to detect an overaged battery. In the current event, the device reacted as specified and generated appropriate alarm messages in order to alert the user of the situation regarding the power supply and the internal battery issues. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device was used on a patient when the device suddenly shutdown. No patient injury was reported.